Manufacturer narrative:
Final analysis found the contact spring was missing on the ventricular channel, this likely contributed to the reported high impedance.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during implant the pulse generator exhibited a high ventricular impedance measurement. The device was not used and replaced.